Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that their device had not been working for 6 months and was not taking a charge. Patient services reviewed function of the device and reviewed MRI mode. Additional information was received from the healthcare provider (hcp). It was reported that the patient needed an MRI. Caller stated the patient said the ins battery had been off for 6-7 months because when it is on it "malfunctions." Caller clarified stating that patient said they "get like spasms or twitching" when stim is on. Caller inquiring if this will affect scan eligibility.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.